Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that during implant the surgeon had a difficult time with pre-clotting the outflow graft. A water leak test of the outflow graft was performed and a gross leak was seen; therefore, the outflow graft was replaced with 16 mm hemashield graft with 1 cm proximal portion of the manufacturer's graft left. As a result, the sequence of the outflow and then the inflow graft anastomosis was emergently changed by an instant decision. The outflow graft anastomosis was performed after the inflow graft anastomosis. The patient remains ongoing with the lvad.

Manufacturer narrative:
The lvad is currently supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.